Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had door clamp won't close. There was no patient involvement.

Event description:
It was reported that the device had door clamp won't close. There was no patient involvement.

Manufacturer narrative:
The initial MDR was submitted with an incorrect reportable awareness date 23 jan 2026 due to an error that occurred during the transition from tech support to the sfdc compliant process. The correct awareness date is 21 jan 2026. Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a0709. Annex b: b01. Annex c: c0201. Annex d: d02. Annex g: g0301206. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.